Event description:
It was reported that the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for a device evaluation after receiving one shock. The healthcare professional reported that the patient had an lvad implanted several weeks prior to the event. Review of the subcutaneous ECG (s-ECG) demonstrated inappropriate sensing (ias), which appeared consistent with electrical noise associated with the lvad system while the device was programmed to the primary sensing vector. Review of the alternate sensing vector showed no evidence of lvad-related noise. As a result, the device was reprogrammed from the primary sensing vector to the alternate sensing vector. At the time the device remains in service. No adverse patient effects were reported.